Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 instrument and found optical density measurement was affected. Additionally, photometric analysis was affected by cuvette flood, bent probe, and damaged cuvettes. The damaged cuvettes were most likely caused by bent mix bars. This reasonably suggests that the customer was not performing their analyser maintenance correctly which affected cuvette integrity and thus subsequent photometric analysis. Replacement of the damaged cuvettes, bent probe and mix bars resolved the issue. (B)(6).

Event description:
A customer in ireland reported the generation of erratic creatinine on their au5800 clinical chemistry analyzer. There was no report of change to patient management as a result of these erroneous results. There were reports of qc issues. There were no report of calibration issues. The customer was unwilling to provide examples of the erroneous results.